Event description:
It was reported that unspecified alarm occurred. There was no reported adverse impact to the customer¿s blood glucose value. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.